Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hst iii system (4.3mm) did not deploy correctly. The seal did not load into the delivery tube. The seal did not make contact with the patient's aorta. The case was finished with another device. There was no procedural delay. No patient harm.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hst iii system (4.3mm) did not deploy correctly. The seal did not load into the delivery tube. The seal did not make contact with the patient's aorta. The case was finished with another device. There was procedural delay. No patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/12/2023. An investigation was conducted on 06/21/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device but not in its normal seated position. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches ((B)(4)). The length of the delivery tube was measured at 2.49 inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed but the analyzed failure "fitting problem" was observed. The lot #3000310938 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.